Manufacturer narrative:
Block b3: exact date unknown, event occurred greater than a month from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial/ batch: (B)(6).

Event description:
It was reported that the ipg was no longer functioning as intended. It was also noted that the patient was experiencing an uncomfortable stimulation down the arms and x-ray confirmed that the leads migrated. The patient underwent a revision procedure wherein the ipg and leads were replaced. No device malfunction was suspected. The patient was doing well postoperatively, and the explanted device components were not returned.